Event description:
It was reported patient presented in clinic when it was noted that the atrial lead was dislodged. The lead was explanted and replaced with a competitor lead. The patient was fine before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.